Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: dtmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to oversensing. It was noted that there was also an increase in impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.